Manufacturer narrative:
Additional contact: (B)(6). A getinge field service engineer (fse) stated that problem was noted during use, no other info known or available. No errors logs or faults logs found. Troubleshot as per service manual. Problem found moving/shaking monitor. Reseat top display connections and tighten screws as needed. Now display not flickering when monitor moved. No parts used. Product passed all functional and safety tests per factory specifications.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) screen is flickering. There was no patient harm.